Event description:
It was reported that the catheter had burst and was removed. There was patient involvement, no injury was reported.

Manufacturer narrative:
No product was returned; however, a video of the device was returned for analysis. A review of the video confirmed the reported issue. A tear was observed on the catheter. The cause of the reported issue was unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.